Event description:
Patient presented to the physician with swelling and infection at the chest incision. Physician prescribed antibiotics and steroids. Patient presented back to the physician with swelling, fluid, and infection at the chest incision site. Physician prescribed additional antibiotics. Patient presented back to the physician with continued infection and requested removal of the inspire system. Physician brought the patient into the or and removed the entire inspire system.